Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, one hour into a therapeutic mesenteric linfoadenectomy procedure an e504 probe damage error was received for the device. The device broke off inside the patient abdominal cavity. The physician was able to retrieve the broken piece without problems. There was a delay of 10 minutes to the completion of the procedure for the time needed to retrieve the broken piece and open a new similar device. The delay was not considered clinically relevant by the physician. There is no harm or adverse impact to the patient. The device was inspected prior to use with no abnormality noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe was found to be broken. Additionally, the tissue pad in the grasping section was worn away, the coating of the grasping section was partially peeled off, and a probe damage error were found; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The worn of the tissue pad could have happened because ¿seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error occurred. 5. The probe broke when added some load. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.

Event description:
Addendum jun 27, 2022: the broken tip was recovered from the patient laparoscopically using grasping forceps. Settings at the time of the event were 2/2. There were multiple probe damage error messages received before the device probe broke off. Upon the error messages being received, the device was inspected and cleaned with no damage to the tissue pad being noted.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, d10, g3, g6, h2, and h10.